Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The repair center conducted a visual inspection and a functional inspection. The reported issue was confirmed. It was determined that the product did not meet the product specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning]: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation.". Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head displayed flickering images. The issue occurred during preparation for use. There were no reports of patient harm.